Event description:
It was reported that the customer had issues with high blood glucose levels today. Customer had the paramedics called on (B)(6) 2015 with a low blood glucose level of 18 mg/dl. Customer was revived with glucagon. Customer declined troubleshooting for low blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-40012, 3004209178-2015-40007.